Manufacturer narrative:
Additional information received regarding battery depletion & battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: battery cap damage was confirmed on the returned product. The customer discontinued to use of the device, product return was required for mmt-1886.

Manufacturer narrative:
The pump passed the active current test and sleep current test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 02/05/2025 16:29:03.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 27.0 received the lowbatteryalert (104) on 02/05/2025 09:20:00 faster than expected at 2.68 days. Battery cycle 26.0 received the lowbatteryalert (104) on 02/02/2025 09:55:00 faster than expected at 2.72 days. Battery cycle 25.0 received the lowbatteryalert (104) on 01/30/2025 08:31:00 faster than expected at 2.61 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Unexpected battery power loss was confirmed, isolated to electronic stack. Pump error 23 not confirmed. Unable to confirm battery cap broken/cracked/damaged due to receiving pump with no battery cap. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23 (post-reset ram crc alarm) and power shutdown. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. The event did not occur immediately after the battery was replaced, and the power was turned off for more than 8 hours. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return was required for mmt-1886.